Manufacturer narrative:
(B)(4). The device kit has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Upon opening the kit for use the vial of lidocaine hci and the sodium chloride was broken an thus not usable. Another kit was opened to continue procedure. There was no injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the kit and the ampules with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural kit and ampules with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the broken ampules could not be determined based upon the information provided and without a sample.

Event description:
Upon opening the kit for use the vial of lidocaine hci and the sodium chloride was broken an thus not usable. Another kit was opened to continue procedure. There was no injury.